Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient developed an infection at the ins site and that the incision was draining and never healed. The patient was given antibiotics and they tried a 'wound vac' for 3 months but the issue persisted so the ins was removed. It was noted that the patient wanted to keep the external equipment in case they were re-implanted. The patient weight was reported at (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.